Manufacturer narrative:
This event occured with a similar device in a foreign market. On march 4th, additional information was received that indicated the patient used prescription medication to address the issue and as such a 30-day report is being submitted. A supplememntal report will be submitted once investigaiton occurs.

Event description:
The customer reported with burns and flare up skin on their face. Gp advised to stop using the mask and prescribed various creams for the burnt marks.